Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a leaking reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause for ruptured reservoirs experienced on coiled tube infusor devices is currently being investigated under CAPA# (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of a two day infusor device was leaking. It is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 225 mg/dl ((B)(4)) and 114 mg/dl ((B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.